Event description:
It was reported that the 9800 sys has intermittent vertical column travel. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed a phone assist only. The customer will have in house bio-medical personnel look at the problem and order parts as required. No add'l info at this time.